Manufacturer narrative:
(B) (4). The ge service rep found problems with the tech processor board and s-ram card. He replaced the processor board and s-ram card.

Event description:
The customer reported that the system displayed a check sum error. They were unable to boot the system.